Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and no blank display during testing or no damage found on the lcd isolation tape noted. However, the insulin pump passed all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display. The customer's blood glucose was 300mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back-up plan.